Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump display has a white screen and it has happened before. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting and display is solid white. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. No missing segments/partial display noted during testing. Unit functioning properly.